Event description:
Treatment of a cavernous (cav) internal carotid artery (ica) aneurysm. During the procedure, it was reported that the implant coil was successfully detached; however, the pusher was stuck in the instant detacher. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device has been evaluated and the proximal end of the pushwire was found bent inside the instant detacher. (B)(4).